Event description:
Change in shape and position of implants. Implants have become firm and misshapen. At surgery left implant noted to have capsular bleed, right implant intact. Bilateral capsular contractures.